Manufacturer narrative:
No data logs were returned for this case. The product was returned and analyzed. A tear in the catheter jacket could be seen just after the kink protector. The root cause of the product damage was most likely use related as excessive/repetitive force would have to have been applied to the joint to result in a tear of the catheter jacket. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility in the EU reported a 48-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Impella catheter shaft became broken. An observation was made of the red plug in the tapered end, has cracked and now are the wires inside the catheter shaft are visible. Patient was noted to be stable. This occurred after just under 1 month of support. The pump remained on for 4 more days.